Manufacturer narrative:
P-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using crest and thus software. Unit received with critical pump error (open book image) alarm after battery installation and pump error 35 is confirmed in pump history files due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, keypad overlay texture damage, cracked battery tube threads, and cracked case on the battery tube side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and scratch on clip rail back of the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.